Manufacturer narrative:
Batch review performed on 18-11-24: lot 2244437: (B)(4) items manufactured and released on 03-01-2023. Expiration date: 2027-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs director: few weeks after primary cemented tka, an infection occurs and revision with extraction of the implanted components is required. At surgery, the surgeon found that the infection process had damaged the collateral ligaments and therefore he chose a constrained implant to replace the former one. No reason to suspect a faulty device at the origin of this event. Additional implants revised, batch review performed on 18-11-24: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2346732: (B)(4) items manufactured and released on 09-04-2024. Expiration date: 2029-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0005l gmk-sphere femoral component cemented - 5l (k121416) lot 2401837: (B)(4) items manufactured and released on 15-02-2024. Expiration date: 2029-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 months from primary the surgeon revised alla components due to an infection and subsequent instability. Hinge implants have been implanted and surgery was completed successfully.